Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2018-01805. Reference MFR. Report# 3006705815-2018-01806. It was reported during the lead revision surgery on (B)(6) 2018 (reference MFR. Report#3006705815-2018-01549 and 3006705815-2018-01550), high impedances were observed on the lead which was left implanted. Effective therapy was restored at the time. However the patient underwent surgical intervention on (B)(6) 2018 wherein the alleged lead was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively. It is unknown which one was the alleged lead. Therefore all the possible devices are being reported and explant date is added to all the leads.